Manufacturer narrative:
A visual examination of the returned device revealed no apparent signs of damage or imperfections. Further evaluation found a pin hole in the anchoring balloon and water leaking from the catheter. The customer's complaint is confirmed. A review of the device history record for the prolieve thermodilatation kit lot # 0000605294 was performed, no anomalies were noted.

Event description:
According to the complainant, during the procedure, the prolieve system's anchoring balloon appeared to be defective as it would not hold water. The physician did not complete the case. No patient complications were reported as a result of this event and the patient is fine.